Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. The device is not being sent back. Thus, a proper device analysis could not be completed nor the reported issues confirmed. The customers stated that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated by some of the customers that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenese are intended to be implanted in the capsular bag. It was also stated they used a monarch injector to implanted the lens. Our lenses are intended to be implanted using a z28 cartridge and r28 injector. Thus, the lens was being used off- label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy; lens placement technique; accessory device support; poor handling during folding and inserting.

Event description:
It was reported that a patient had an open posterior capsule and complicated cataract surgery where a CT lucia 602 was implanted. However, the lens tilted intraoperatively and was explanted. A backup lens was implanted and was stable post-operatively. No patient injury or clinically significant delay in procedure reported. It was stated the doctor was using the yamane technique to implant the lens. No additional information provided.